Event description:
Patient experienced a stroke in post-op following a unilateral right brain dbs lead placement. The patient developed left side paralysis and is currently in rehabilitation. No report of device explantation. No additional information on patient symptoms or outcome despite repeated attempts to contact the hcp.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.